Event description:
The lay user/patient contacted lifescan alleging the meter does not power on upon strip insertion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.